Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had multiple issue with the insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states when customer was changing reservoir they noticed a piece of plastic chipping off, rewind slower, insulin pump had alarm other than low battery and low reservoir, insulin pump still give low reservoir and low battery warnings and buttons were hard to push, sticky or sometimes unresponsive. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. No audio or beep or vibrate anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, unexpected error message alarm or rewind anomaly noted during testing. No cosmetics damage noted.